Event description:
On (B)(6) 2023, ECMO was initiated on a patient. On (B)(6) 2023, after 3 days of use with a nautilus oxygenator, there was no heat transfer. The patient was maintaining a temperature of 32 degrees with the heater-cooler device set at 37 degrees. It was reported that an alarm occurred indicating, "temperature differential error. This error can be caused by blocked flow. Please check all connectors, hoses and valves in the water circuit". The tubing and heater-cooler device were replaced. The alarm continued and the heater-cooler was reprimed and reconnected. The patient's temperature was below 32 degrees and the circuit was changed out. There was no adverse patient effect associated with this event.

Manufacturer narrative:
The device has been returned for analysis. The results are pending completion of the investigation.